Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5fexoseal vascular closure device (vcd), the blocker did not change color. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.